Event description:
During a call to (B)(4) regarding an alarm, a home patient (hp) revealed that he replaced the heater bag with another solution bag. Gts advised the hp not to reconnect solution bags and to contact the nurse. Product surveillance (ps) spoke with the hp, who said that he did not recall if he changed out just the heater bag. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for use error of replacing the heater bag with another solution bag was confirmed. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.